Manufacturer narrative:
The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent inferior vena cava (ivc) filter for the treatment and prevention of pulmonary embolism. The indication for filter placement was pulmonary embolism and submucosal duodenal mass. The filter was placed due to the need for anticoagulation therapy interruption for surgery/biopsy. The device was implanted into the patient¿s right femoral vein at the l2-l3 level. The cavogram showed good apposition to the vessel wall. The device in the patient was positively identified by medical records and implant label. On or about seven (7) years and three (3) months later, the patient had a scan of the abdomen which showed the presence of the inferior vena cava (ivc) filter. The patient was told his filter could not be removed. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. Per the ppf (patient profile form), the patient had other failure modes of the ivc to be determined by future scans. The filter remains implanted; thus, unavailable for analysis. Additional information received per the medical records indicate that the patient presented for another computed tomography (CT) scan seven years (7) and nine months (9) after the index procedure. The scan showed a fracture of a right posterior strut which was minimally displaced. Additionally, the filter is tilted 13 degrees and is located 2.2 cm below the lowest renal veins.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. The information received indicated that the patient submitted for a computed tomography (CT) scan seven years (7) and nine months (9) after the index procedure. The scan showed a fracture of a right posterior strut which was minimally displaced, a 13degree tilt of the filter and is located 2.2 cm below the lowest renal veins. The patient also reported that the filter cannot be removed as it has been too long and is wrapped around main vein. The patient also reports to have experienced suffering and fear that the implant will move and cause injury or death. The indication for filter placement was pulmonary embolism and submucosal duodenal mass that has been bleeding. The filter was placed due to the need for anticoagulation therapy interruption for surgery/biopsy. The device was implanted via the right femoral vein and deployed at the l2-l3 level. The cavogram showed good apposition to the vessel wall. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and tilt could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Anxiety does not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.